Manufacturer narrative:
The failure investigation has been completed. No cartridge was received for investigation therefore no evaluation could be performed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittently multiple cartridges were leaking from an unspecified location. Customer¿s blood glucose level was 100-250 mg/dl. Multiple attempts were made by tandem technical support to further troubleshoot, however no response was received.